Manufacturer narrative:
Inspection of the lead found external insulation abrasion breaching the outer insulation 8.5 ¿ 9.6 cm proximal to the suture sleeve tie down impressions. The cause of the reported event was isolate to external abrasion consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. The right atrial lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.